Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported a left breast implant rupture. The device has been explanted and replaced.

Manufacturer narrative:
. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as surgical damage and observed a missing piece of shell assessed as inconclusive. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare provider reported a left breast implant rupture. The device has been explanted and replaced.